Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm leaked at adapter tubing junction. On march 7, 2025, our company was informed of the adverse event of closed IV needle in the pediatric ward of (B)(6) hospital affiliated to (B)(6) university, and we went to the hospital to learn more about the specific situation on (B)(6) 2025: the patient was admitted to the pediatric ward on (B)(6) 2025 due to ¿pneumonia¿. 10:00 on (B)(6) the nurse gave the patient an infusion of fluid through the closed IV needle in accordance with the doctor's instruction. During the infusion process, the patient's family noticed fluid leaking and called the nurse, who checked and found that there was fluid leaking out of the hose of the closed IV needle and the infusion tee connector and pulled out the needle. The nurse reopened a brand-new packet of the same product specification and lot number of closed IV needle infusion for infusion, and no abnormality was found after the infusion. The company has sent feedback on this incident to the manufacturer. The company has sent feedback to the manufacturer and continues to pay attention to the response given by the manufacturer. Meanwhile, the company has investigated the use of other hospitals with the same model and lot number and has not found any similar feedback for the time being.

Event description:
No additional information available.

Manufacturer narrative:
1.DHR/bhr review (lot#4016712): 1)the products of this batch were assembled at intima ii auto line 2 in mar, 2024, and packaged at r240 package line in mar, 2024. Work order quantity was (B)(4) ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 2. No defective sample and photo have been received for the complaint. 3. The retained sample of this batch is taken for 45psi leakage test, the test result is within the product specifications. 4. This complaint is the same complaint as (B)(4). Conclusion(s): no abnormalities are found in the process and retained sample. Because the specific leakage site and abnormal state of the defective sample cannot be identified, so the root cause of leakage cannot be determined. The plant will continue to track and monitor such.